Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of bullet dart detachment. Block h11: the complaint device was not returned; therefore, no physical or visual analysis could be performed. As a result, the reported device performance allegation could not be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specification. A risk review was completed and confirmed that the event of "dart detachment of device or device component" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information provided, the most probable cause of the reported issue could not be determined due to a lack of evidence, and in the absence of device evaluation or objective evidence, the most probable causes that may have contributed to the event remain unknown; therefore, this complaint is assigned an investigation conclusion code of "unable to exclude device problem", as the investigation findings do not clearly confirm the presence or absence of the reported problem with the device.

Event description:
It was reported that during a sacrospinous ligament fixation procedure using a capio slim device, the bullet detached from the suture and was retained in the patient. There were attempts made to retrieve the bullet; however, these were unsuccessful. The procedure was completed and there were no further patient complications were reported.

Manufacturer narrative:
Block h2: blocks b5 and e1: initial reporter phone have been updated based on the additional information received. Correction to blocks h6: method codes and h11 (labeling review added in the investigation analysis summary below). Block h6: imdrf device code a0501 captures the reportable event of bullet dart detachment. Block h11: the complaint device was not returned; therefore, no physical or visual analysis could be performed. As a result, the reported device performance allegation could not be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specification. The reported patient symptom of unretrieved device fragments is acknowledged within the IFU and are not related to off-label use or failure to follow instructions. The reported patient symptom of unretrieved device fragments is a known risk associated with this device type and indicated as such in the instructions for use. A risk review was completed and confirmed that the event of "dart detachment of device or device component" and "unretrieved device fragments" were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information provided, the most probable cause of the reported issue could not be determined due to a lack of evidence, and in the absence of device evaluation or objective evidence, the most probable causes that may have contributed to the event remain unknown; therefore, this complaint is assigned an investigation conclusion code of "unable to exclude device problem", as the investigation findings do not clearly confirm the presence or absence of the reported problem with the device.

Event description:
It was reported that during a sacrospinous ligament fixation procedure using a capio slim device, the bullet did not engage with the receiving mechanism and detached from the suture, resulting in the bullet being retained in the patient. The suture broke on the right side of the patient right at the dart. Attempts were made to retrieve the bullet; however, these attempts were unsuccessful. The procedure was completed using another suture with the same capio device, and no further patient complications were reported.